Manufacturer narrative:
Product complaint # (B)(4). This report is for an unk - rods/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Occupation: reporter is a j&j representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent rod replacement due to the spinal rod that was put in his back had been broken in half. Patient and procedure outcome were unknown. This complaint involves one (1) device. This report is for (1) unknown rods. This report is 1 of 1 for (B)(4).